Event description:
Healthcare professional reported a right side deflation. Patient also reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, opening anterior, posterior and radius, broken on anterior and brown particles inner the shell. Leak test and microscopic analysis was performed which identified: striated opening on radius, posterior and anterior, non-penetrating nicks, striated broken on posterior and anterior and missing shell (0-25%). Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening and broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional confirmed deflation. Device remains implanted.